Event description:
It was reported that one day post implant, a rise in capture threshold was observed on the left ventricular lead. A micro dislodgement was suspected. The device was reprogrammed. The patient was noted to be in good condition throughout the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.